Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 9/3/2020. H.6. Investigation: customer returned (1) loose 3/10cc syringe. Customer states that the cannula is bent and penetrated the needle cover. The returned syringe was examined and exhibited the cannula bent and through the shield. Unable to perform DHR check for cannula bent and cannula through shield due to unknown lot number. Process: ¿ racks loaded with hubs travel down a conveyor towards the cannulator. ¿ they approach the cannulator turning horizontally in order to receive cannula. ¿ racks pass under mars magnet straightening the cannula in the hubs. The rack passes under two ultraviolet lamps, which causes the adhesive to cure. ¿ then the racks go to the shielder with the use of linear motion. The rack locater positions the racks while getting shielded. ¿ the parts are first inspected with an angularity camera, and if the angle of the cannula is too great or there is nothing on that pin, the part is not shielded. ¿ the finished product pick and place head won¿t pick it up in the gripper as it is gripping the shield for pick up. Investigation: unable to perform DHR check for cannula bent and cannula through shield due to unknown batch and lot number. Root cause: root cause cannot be determined.

Event description:
It was reported that the syringe 1.0ml 30ga 8mm 7bag 420cas jp needle had pierced through the cover before use.the following information was provided by the initial reporter: "bent cannulaneedle penetrate the needle cover"

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that the syringe 1.0ml 30ga 8mm 7bag 420cas jp needle had pierced through the cover before use. The following information was provided by the initial reporter: "bent cannula needle penetrate the needle cover".